Manufacturer narrative:
The pump was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the biomedical engineer that the patient's pump was exchanged due to a driveline infection the hospital staff administered 6 weeks of antibiotics without resolution of the infection. The infection worsened so a decision was made to exchange the patient's pump. The patient remains ongoing on the new lvad.